Event description:
One day following the initial implant procedure, episodes of oversensing due to double counted r-waves were observed on the device. The following day, no further episodes of oversensing were observed. No intervention was performed at this time. The patient was stable and will continue to be monitored.